Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 2 events were reported for this quarter. 2 devices were received for evaluation. 1 event was duplicated. The reported event was not duplicated during testing for 1 device; however, the device was outside specifications. 2 devices were found to be affected by corrosion. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device overheated. There was no patient involvement; no patient impact.